Manufacturer narrative:
(B)(4).

Event description:
It was reported that surgeon was unable to seat the insert during thr. New insert was requested and was seated without problems but causing delay for over 30 minutes for the back-up to arrive.